Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2001, product type: catheter. Product ID: 8709, serial #: (B)(4), implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-jan-2003, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 12-nov-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump system was explanted "over 10 years ago." The patient couldn't remember the year, facility or physician who performed the explant. The patient stated he "had 4 leaks from the spine side" and the explant was done after the 4th leak. The patient was unable to provide more details. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. No patient symptoms were reported. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.